Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux were unable to deliver medication during use. The following was reported by the initial reporter: "I have recently in use via deabetisliga lot number 0203705 see appendix . Other deliveries were good these are often clogged and not usable and blunt points .I expect an answer and a compensation."

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that an unspecified number of pn 32g x 4mm benelux were unable to deliver medication during use. The following was reported by the initial reporter: "I have recently in use via deabetisliga lot number 0203705 see appendix . Other deliveries were good these are often clogged and not usable and blunt points .I expect an answer and a compensation."